Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The distributor alleged that the display screen was blank. It was also noted that the pump made audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/04/2013 with the following findings: the screen was fully illuminated and fully functional at startup. Multiple call service alarms were found in the device's history following a replace battery alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).